Event description:
Event description guidant received information that this boxed implantable cardioverter defibrillator (ICD) was unable to be programmed. The device was not used and was returned to guidant for analysis.